Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. The 2.75x23mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the shaft kinked. During withdrawal of the sds, the proximal shaft separated. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.